Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, experiencing issues with our piccs splitting. The patient was experiencing pain from her arm during PICC line flush and we were unable to aspirate blood. When sent for an x-ray it showed the line within her arm had broken. The line had to be removed via her femoral artery. Another line had to be placed to continue with her chemotherapy and the patient was obviously very distressed. Additional information received 07/11/2024: the PICC was inserted on (B)(6) 2024.

Event description:
It was reported, experiencing issues with our piccs splitting. The patient was experiencing pain from her arm during PICC line flush and we were unable to aspirate blood. When sent for an x-ray it showed the line within her arm had broken. The line had to be removed via her femoral artery. Another line had to be placed to continue with her chemotherapy and the patient was obviously very distressed. Additional information received on 07/11/2024: the PICC was inserted on (B)(6) 2024.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.